Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent single incision laparoscopic surgery for ventral hernia repair on (B)(6) 2015 and mesh was implanted. In (B)(6) 2017, the patient experienced abdominal pain. The patient was admitted to the hospital with diagnosis of gut obstruction secondary to incarcerated incisional hernia, post-operative adhesion. The patient underwent lap adhesiolysis retromuscular mesh repair. The patient is still in the hospital. No additional information was provided.